Manufacturer narrative:
A visual, dimensional and functional inspection could not be conducted since the device sample was not returned. A device history record review could not be conducted since the lot number was not provided. The complaint can not be confirmed since the sample was not available for investigation. Telefex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the purple piece where the suction accessory attaches to the isis endotracheal tube came unglued from the tube while in use on a pt. No pt injury.